Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
The surgeon was not able to fixate the plate in its original positioning using the driver and had to remove it along with the screws and rod used and reposition it. Once the plate was repositioned/rotated and the surgeon was able to fixate it.